Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an ischemic ventricular tachycardia (isvt) cardiac ablation procedure with a qdot catheter, and the patient experienced ventricular tachycardia with slight decrease in blood pressure and low oxygen saturation treated with defibrillation and intubation. The patient came into the electrophysiology (ep) lab for an ischemic vt ablation. During the procedure, the patient went into ventricular tachycardia arrhythmia and was defibrillated multiple times. They were able to map and ablate, however, the patient became hemodynamically unstable. The patient's blood pressure decreased slightly, and the oxygen saturation decreased into the 80's. Due to the low oxygen saturation, the physician called in the anesthesia team. The anesthesia team intubated the patient. The procedure was cancelled. The patient was stable and transported to the intensive care unit (ICU) for further observation and medical intervention.

Manufacturer narrative:
During an internal review on 22-jul-2025, it was noted that the codes of respiratory failure (e0742) and low blood pressure/hypotension (e2321) were missing from the initial report. Therefore, h6: health effect: clinical code has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).